Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl twist mtx 3.75 mm 13 mm (1981) was returned for investigation. Visual inspection of the as returned product identified significant wear about the implant threads and collar. Most of the tines are fractured off. The internal drive feature was confirmed to contain the reported screw, which was too badly damaged to be removed or identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier: patient ID not provided/unknown. Weight: patient's weight not provided/unknown. Brand name: device brand name unknown. Common device name: device product code unknown. Lot #, catalog#: device lot and catalog number not provided/unknown. Device not returned.

Event description:
It was reported that an unknown zimmer screw fractured inside of the implant. The implant was removed and another implant was placed. Tooth location 3.